Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a questionable abrasion in the left eye with surrounding inflammation three days post lasik. On the next day follow up, the abrasion looked like an infection. It is questionable whether it is an infection or an infiltrate. The patient complained of pain, photophobia and tearing. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient was referred to another doctor for treatment of corneal ulcer/infiltrate. Patient continues to be under the care of the other doctor.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Root cause could not be determined as the system is performing within specifications and as intended. (B)(4).